Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was there a drop in pressure? No. If yes, did this affect the visibility of the surgeon? Were you able to identify where the leak was coming from? Yes, from valve.

Event description:
It was reported that during a laparoscopic prostatectomy procedure, trocars both leaking from the valve during surgery. Most noticeable during instrument exchanges where leak occurred, instruments used were 5mm ultrasonic and 5mm instruments. No noticeable drop in abdominal pressure. Continued to use product to complete procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process.